Event description:
It was reported that the pump software was delivering auto correction boluses too close together. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates and glucose tablets to address bg. Tandem technical support educated the customer on the frequency of auto boluses; the pump functioned as intended. The customer acknowledged and continued using the pump for insulin therapy.